Event description:
It was reported that there was a cardiac perforation, and pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. While the physician positioned the was in the laa of the patient they could not see with imaging where the was being positioned. The wds was inserted and deployed in the laa of the patient when the physician noted that the was had perforated at the entry of the laa. The perforation led to a pericardial effusion with a cardiac tamponade. The closure device was recaptured and repositioned more proximally. The closure device was then redeployed and successfully implanted in the laa of the patient. The pericardial effusion continued to grow, and the physician performed a pericardiocentesis. The physician was having difficulty draining blood from the pericardium due to the blood clotting. The patient was then taken to surgery where clots around the laa were removed and clots around the right atrium were removed. There were no other complications that were reported to have occurred. The patient was doing fine the next morning, and the closure device was still positioned correctly. The patient is expected to make a full recovery from this event. It was further reported that the patient remained hospitalized for three days recovering from this event. The patient has since made a full recovery and has been discharged from the hospital.

Event description:
It was reported that there was a cardiac perforation, and pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. While the physician positioned the was in the laa of the patient they could not see with imaging where the was was being positioned. The wds was inserted and deployed in the laa of the patient when the physician noted that the was had perforated at the entry of the laa. The perforation led to a pericardial effusion with a cardiac tamponade. The closure device was recaptured and repositioned more proximally. The closure device was then redeployed and successfully implanted in the laa of the patient. The pericardial effusion continued to grow, and the physician performed a pericardiocentesis. The physician was having difficulty draining blood from the pericardium due to the blood clotting. The patient was then taken to surgery where clots around the laa were removed and clots around the right atrium were removed. There were no other complications that were reported to have occurred. The patient was doing fine the next morning, and the closure device was still positioned correctly. The patient is expected to make a full recovery from this event.